Event description:
It was reported that the craniotome device "had a broken tip." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) completed an evaluation and confirmed the reported condition. The findings revealed that this event was due to mishandling during use; the protective foot was drilled into and bent upward. If additional information should become available, a supplemental report will be sent accordingly.